Manufacturer narrative:
This manufacturer previously reported a user of a simplygo mini device with an allegation of device can not be switched on. There was no serious patient harm or injury. There was no medical intervention reported. The image received from the third party service center shows a charred circuit board. The device will be returned to the pil (product investigation lab) for further investigation. The device was returned to a third party service center for evaluation. During the device evaluation, the third party service center observed the main pca is burned, the shield is burned, sieve are clogged, air side and o2 side are defective, and the inlet filter needs to be replaced due to preventive maintenance. Th complaint of "device cannot be switched on" was able to be reproduced. No error codes were found in the device log history. An image of a component of the device was captured displaying a charred portion of the circuit board. The device was returned unrepaired to the manufacturer's product investigation lab (pil) for further investigation according to customer's disposition after an email notification. In similar events of a burnt pca on simplygo devices, (manufacturer reference no. (B)(4)), the engineering investigation found that the fet circuit was shorted. If further investigation on this complaint is performed, a follow-up report will be submitted. Update: manufacturer's tab: section h: evaluation method code updated. Evaluation results code updated. Component code updated. Conclusion code updated.

Event description:
This notification is being reviewed due to a user of a simplygo mini device with an allegation of device can not be switched on. There was no serious patient harm or injury. There was no medical intervention reported. The image received from the third-party service center shows a charred circuit board. The device will be returned to the pil (product investigation lab) for further investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This manufacturer previously reported a user of a simplygo mini device with an allegation of device can not be switched on. There was no serious patient harm or injury. There was no medical intervention reported. The image received from the third party service center shows a charred circuit board. The device will be returned to the pil (product investigation lab) for further investigation. The device was returned to a third party service center for evaluation. During the device evaluation, the third party service center observed the main pca is burned, the shield is burned, sieve are clogged, air side and o2 side are defective, and the inlet filter needs to be replaced due to preventive maintenance. Th complaint of "device cannot be switched on" was able to be reproduced. No error codes were found in the device log history. An image of a component of the device was captured displaying a charred portion of the circuit board. The device was returned unrepaired to the manufacturer's product investigation lab (pil) for further investigation according to customer's disposition after an email notification. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.